Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with optilene suture. The client reported that every second or third thread, it breaks. Additional information such as patient data has been requested.

Manufacturer narrative:
Manufacturing evaluation- analysis and results: there are no previous complaints of this code-batch. There are (B)(4) units in our stock that have been analysis. We have not received any sample from the customer for analysis. Without any sample we cannot carry out an analysis in order to take a decision. However, we have tested the knot pull tensile strength of the samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product, this batch had an incidence but was released into the market fulfilling usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed.